Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Following the procedure, the patient developed an allergic reaction to the suture. It was also reported that approximately ten days later, the patient presented dehiscence with need of revision. No further information is available.

Manufacturer narrative:
(B)(4). Sutured with vicryl v34 3/0 and vicryl v7 3/0. Due to a hematoma it was necessary to replace the suture. Same suture material was used. Approx. 10 days later a dehiscence of the suture was observed and it was necessary to replace it again. Same suture material was used but now with single button suture technique. Now the wound was healing by secondary intention, all sutures fester out. The surgeon thought that the patient maybe is intolerance against the suture. The patient had on allergic reaction to the suture. No further information is available. Attempts are being made to obtain more following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.